Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader would not power on with either button press or test strip insertion. The customer was therefore unable to obtain glucose results and became hypoglycemic. The customer was treated with oral dextrose for diagnosis of hypoglycemia by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the usb/charging cable and no issues were observed. Visual inspection has been performed on the returned reader and no issues were observed. The returned usb cable successfully powered on a known good reader. The reader did not power on with button depression, strips, or usb cable insertion. Connected the reader to a computer and the reader was not recognized. The reader was sent for further investigation and de-cased. Visual inspcetion was performed on the de-cased reader and no issues were observed. Placed the returned reader into pcba (printed circuit board assembly) test fixture and applied pressure to the cpu (central processing unit). The reader powered on and the battery was observed to be charging. Extended investigation was also performed, measured the returned battery and results were not within specifications. Replaced battery with a known good battery and the reader did not power on. Applied pressure to the mcp (microcontroller processor) via test fixture and observed the reader to power on. Therefore, the issue is confirmed to poor soldering of the mcp (microcontroller processor).

Event description:
A customer reported that the freestyle libre 2 reader would not power on with either button press or test strip insertion. The customer was therefore unable to obtain glucose results and became hypoglycemic. The customer was treated with oral dextrose for diagnosis of hypoglycemia by a healthcare professional. There was no report of death or permanent injury associated with this event.